Event description:
The pt reported his blood glucose elevated to 418 mg/dl on (B)(6) 2010 after inserting a new infusion set. He removed the headset and found the cannula was kinked. He inserted a new headset and 4-5 hours later his blood glucose remained elevated. He removed the 2nd headset and the cannula was also kinked. He inserted a 3rd headset and at the time of the report his blood glucose measured 318 mg/dl. His normal blood glucose range is 80-180 mg/dl. He had been treating elevated blood glucose with insulin injections. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.